Event description:
It was reported that while setting up for a da vinci gynecological procedure, the site experienced a system error code #20013. With the assistance of an isi technical support engineer (tse) the site restarted the system; however, while draping the system, the system error code #20013 recurred. The issue was resolved after two attempts of moving the endoscopic camera manipulator (ecm) through it's full range of motion and restarting the system. Approximately 2.5 hours into the procedure, the site called back to report that they were experiencing a nonrecoverable system error code #20008. The tse instructed the site to restart the system, however, the fault recurred during homing. Further troubleshooting actions were performed, however, the issue persisted. The surgeon decided to covert the procedure to traditional open surgical techniques to complete the planned surgery. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering found that system error codes #20013 and #20008 were experienced by the customer as well as system error code #21008 and #21013. The field service engineer concluded that the system error codes #20008, #20013, #21008 and #21013 experienced by the customer were associated with the endoscopic camera manipulator. The ecm is the camera arm located on the pt side cart which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. The system alarm (system generated fault codes) functioned as designed and there was no injury to the pt. The #20008, #20013, #21008 and #21013 system error codes appeared when the da vinci safety system determined a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining these conditions, the safety systems put da vinci in a "recoverable safe state". The ecm was returned to isi for failure analysis investigation. Engineering evaluation found that the potentiometer gear had broken, thus generating the system errors experienced by the customer. As of july 15, 2009, there have been no reported recurrences of the issue at this hospital.